Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported that in the emergency department, it was requested an iq medical infusion set, that came out with a perforation in the tubing (distal part). The medication and the set were lost. It is unknown if the event occurred during patient use and if there was anyone harmed.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.